Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported a patient presented for a procedure on (B)(6) 2021. During procedure and placement of the right ventricular (rv) lead, there was low pacing impedance. The rv lead also had no sensing. The physician elected not to use the lead and replaced it within the same procedure. Post-procedure the patient was stable.